Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of rsd/causalgia-complex regional pain syndrome. It was reported that the patient's ins in 2005 wasn't holding a charge and they don't know if it was normal battery depletion or a bad battery. The issue was never confirmed by the healthcare provider (hcp), but they just replaced the ins with a replaceable device. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.